Manufacturer narrative:
Philips service replaced the spc7 and restored the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent power loss occurred at specific carc positions on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.